Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data showed no evidence of short battery life, however, multiple pump reboots were observed following a eaw 128 replace battery alarm. During a visual inspection of the pump, the battery compartment was observed to be cracked. There was evidence of moisture contamination observed inside battery compartment and on the underside of battery cap. A leak test was performed and no leaks were observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress was found. The complaint of a battery life issue was not duplicated during investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture/corrosion visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.